Event description:
Boston scientific received information that this left ventricular lead caused diaphragmatic stimulation. Upon interrogation, it was noted that this lead was not capturing the left ventricle at maximum output. The clinic suspected that this lead dislodged. This lead remains implanted at this time but a revision procedure has been scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a chest x-ray was done that confirmed the lead had dislodged and was coiled around the device. The clinician did not suspect this to be due to twiddler's syndrome as all other leads were fine. The lead was replaced and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.